Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. During functional evaluation it was found that the top slide was able to freely move; however, it would not lock into place. Upon disassembly, it was noted that the left bumper was missing and the right bumper was bent. Therefore, the investigation is confirmed for failure to prime. However, as the device was not able to be fully primed, the investigation is inconclusive for the reported self-activation. The missing left bumper and bent right bumper likely contributed to the identified cannula priming issues and reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self-activated. There was no reported patient injury.